Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4) and the following information was documented: "processing completed tissue "raw". First run used following previous pmdr, ret b completed 8 hr factory xylene prog no errors 3:30 this morning, 55 "surgical samples". Tissue came out raw cleaning prog not started yet. User had done test runs on processor before running patient tissue, all appeared ok. User checked reagent bottles, appear good. When opening retort lid following processing appeared to have excessive condensation on lid. No droplets in wax baths, no unusual smell in wax baths. Ret b not running." It was also documented that the affected patient tissue samples were derived from one (1) factory 8hr xylene standard protocol comprising 55 cassettes, which started in retort a on (B)(6) 2022 on a delayed start, and completed at 3.30am on (B)(6) 2022. On (B)(6) 2022, the assigned leica field application specialist ll, core histology (fas) documented that the following information was gathered while onsite: "customer made 80% ethanol (even though thought to be 70%), placed in bottle #9 and selected default setting of 100%. While completing the protocol, bottle #9 was the last ethanol before xylene and wax (introducing water). To address issue bottle #9 was replaced with 70%, correct concentration entered, and replaced all xylene and wax reagents. Functionality of instrument, and making correct percentage of reagent was discussed with customer." On 05 april 2022, leica biosystems melbourne received information detailed by the fas that the tissue types of the affected patient tissue samples were "bone marrow core/clot, lobe, thoracic epidural tumor, appendix, lip pits, colon, adnexal cyst, sigmoid, skin tag, sacral wound" and the size(s) of the affected patient tissue samples were "varies". The fas also documented the ethanol concentration in bottles 3-10 inclusive measured by hydrometer and as calculated by the instrument software on (B)(6) 2022, all blocks from each patient case were not re-processed and the re-processing regimen used for the blocks re-processed was provided. On 05 april 2022, the assigned leica field application specialist ll, core histology (fas) received information from the complainant that all patient cases involved in this event were diagnosable, and re-biopsy of a patient(s) had not been either recommended or performed.

Manufacturer narrative:
During a visit to the customer site on (B)(6) 2022 to investigate the circumstances involved in this complaint, the fas measured the ethanol concentration in bottle 9 using a hydrometer as 80% and that calculated by the instrument software as 100%. The reagent in bottle 9 (ethanol) was used for the final dehydration step in the three (3) protocols detailed below. The minimum ethanol concentration required for use as a final dehydrating reagent in a protocol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in the sub-optimal processing of patient tissue samples reported by the complainant. Investigation of this complaint found that the instrument functioned as designed during execution of the "gi 1hr" protocol comprising 1 cassette started in retort b at 12:43 on (B)(6) 2022, the "factory 4hr xylene standard" protocol comprising 2 cassettes started in retort b at 12:44 on (B)(6) 2022 and the "factory 8hr xylene standard" protocol comprising 55 cassettes started in retort a at 17:18 on (B)(6) 2022. The complainant reported sub-optimal processing of patient tissue samples from "factory 8hr xylene standard" protocol started in retort a at 17:18 on (B)(6) 2022 only. The facts suggest that the root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred when the reagent in bottle 9 (ethanol) was replaced in the period between 11:18 on (b))(6) 2022 and 12:43 on (B)(6) 2022. The leica peloris/peloris ii user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."